Manufacturer narrative:
This is default text configured for block h10.

Event description:
Approximately one-half to three-quarters of the medication has been delivered/medication cannot be fully administered/significant resistance is encountered after approximately 50¿75% of the dose has been administered [incorrect dose administered] the plunger is depressed, the diluent in the syringe often appears to seep out around the adapter and into the external environment rather than entering the drug vial/ the plunger aspirated in the air, and then reinserted to continue administration [device issue] the diluent in the syringe often appears to seep out around the adapter and into the external environment rather than entering the drug vial, leakage of diluent from the syringe-adapter interface [device leakage] administration issue,during administration, significant injection resistance occurred, unable to pull the medication from the vial and medication is not coming out of the prefilled syringe [product use complaint] case narrative: this initial spontaneous report concerns adverse event of incorrect dose administered, device issue, device leakage and product use complaint in multiple patients (08-male, age range-18¿62 years) (and race were not reported) from the united states. The patients age at the time of experience was not reported. On 04-may-2026, amneal pharmaceuticals received information from pharmacist via an email concerning above mentioned adverse events with amneal's risperidone for extended-release injectable suspension. Additional significant follow-up (#1) information was received on 05-may-2026 from pharmacist via a telephone call. Additional information included patients¿ gender (male), suspect product details (therapy dates, s/n, frequency), event details (event occurrence date, verbatim) and narrative was updated accordingly. Additional significant information (#2) was received on 08-may-2026 from the pharmacist via a telephone call. New information included; event details (event onset date, verbatim) were added and narrative was updated accordingly. On an unknown date of 2026, the patients were being treated with risperidone for extended-release injectable suspension, 50mg/vial; every 14 days (ndc: 70121-2628-50, lot number: ap250592, ap260024, expiry date: 30-nov-2027, 31-dec-2027 and serial number:(B)(6) via intramuscular route for an unknown indication. Co-suspect, concomitant medication, concurrent conditions, allergies, history of smoking, alcohol use or recreational drug use, historical surgical procedure and laboratory tests were not reported. On 06-mar-2026, they received sealed medication box from their wholesaler. Multiple occurrences involving risperidone extended-release injectable suspension 50 mg were identified across 12 patients. During preparation, leakage of diluent from the syringe-adapter interface was consistently observed when attempting to transfer diluent into the vial, despite proper assembly. During administration, significant injection resistance occurred after approximately 50-75 percent of the dose was delivered intramuscularly. This prevented full dose administration without interruption. In several cases, the needle had to be withdrawn, pressure relieved by aspirating air, and then reinserted to complete administration. This issue has been observed across multiple lot numbers and patients, suggesting a potential device or system-related defect affecting drug delivery. On an unknown date of 2026, while administrating the medication to the patient, they noticed that the diluent leaked externally around the adapter and the medication didn't mixed and unable to pull the medication from the vial and stated that medication was not coming out of the prefilled syringe. They followed all the instructions provided in the pi. Last action taken with risperidone in relation to incorrect dose administered, device issue, device leakage and product use complaint was not applicable. De-challenge and re-challenge were not applicable. The outcome of events incorrect dose administered, device issue, device leakage and product use complaint was unknown. The reporter did not provide the causality of events incorrect dose administered, device issue, device leakage and product use complaint with respect to risperidone. This case was considered as serious. The reportability of this case was expedited.